Event description:
It was reported a balloon burst at four atmospheres during an undetermined procedure, presumed to be an angioplasty procedure. No patient complications resulted from this event. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for used in calcified lesions."

Manufacturer narrative:
Evaluation summary: b1. No box should be checked. Product problem box should be unchecked. F11. Date MFR initially forwarded report to FDA h.3 evaluation summary this device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was inflated without difficulty. No rupture or leak was found. Based on the engineering evaluation, no reportable event and no malfunction of the device occurred. Therefore, co does not consider this to be a reportable MDR.